Manufacturer narrative:
This event was originally included as part of the field action in an effort to be conservative during the investigation phase of the CAPA. Upon further review of this complaint, it was determined there was no allegations of the elective replacement indicatory (eri) window being shorter than expected therefore this event is deemed no longer reportable for fsca # 1627487-06/07/24-001-c.

Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported, the patient lost therapy due to device reaching end of service (eos) from elective replacement indicator (eri) sooner than expected. As a result, the patient lost therapy. It was also reported that the patient's system diagnostics recorded high impedances on the lead. Surgical intervention took place where the ipg and lead were explanted and replaced to address the issue. Effective stimulation was restored.

Manufacturer narrative:
Date of event estimated. The device is included in the neuromodulation implantable pulse generator (ipg) late elective replacement indicator message advisory notice issued by abbott on 3 may 2024.